Manufacturer narrative:
Concomitant medical products: product ID: 3986ilc, lot# n25213, serial# unknown, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-56, lot# l73336, serial# unknown, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
The consumer reported that the lead was exposed through the skin at the cervical incision site. The cause was unknown. The patient noted that the cervical leads had been exposed through the skin for several months. The leads could be visibly seen coming out of the skin. A surgical intervention was planned. The patient was referred to a surgeon. The indications for use include unsuccessful disc surgery. Interventions and patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.